Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat low blood glucose (bg) level of 35 mg/dl. Low bg was addressed by consuming glucose tabs. Reportedly, low bg was due to needing settings adjustments and customer consulted with their healthcare provider regarding settings adjustments to resolve the issue.